Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user experienced issues with bicarbonate calibration and stated patient results were more than 25% different upon repeat. The user also stated calcium results were running low. Of the data provided for three patient samples, the following results were discrepant. Sample 1 initial sodium result was 132 mmol/l, repeat result was 138 mmol/l; initial calcium result was 6.0 mg/dl, repeat result was 8.8 mg/dl. Sample 2 initial calcium result was 8.0 mg/dl, repeat result was 9.2 mg/dl. Sample 3 initial calcium result was 6.0 mg/dl. The user checked the patient history and the previous result was 8.0 mg/dl. The repeated the sample on the other analyzer and received a result of 8.0 mg/dl. The user stated none of the erroneous results were reported out because they were caught with the delta check. No patients were affected. The calcium reagent lot number was 62114901. The lot number of the sodium electrode was not provided. The field service representative determined there was a partially clotted sample probe, the rinsing of the cuvettes was low, and there was a problem with the lamp readings. He increased the rinsing levels, replaced the lamp and cleaned the sample and reagent flowpath. To verify the analyzer operation, he ran calibration, qc, precision testing and patient samples between systems for comparison.